Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was unavailable for return and investigation. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible causes may include but are not limited to:- rbc spill over- centrifuge stopped- rbc detector calibration error- possible air block- the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing.

Event description:
The elevated wbc count was not provided. The customer only requested information regarding customers with similar failures; she did not request that an investigation be performed and declined to provide further information.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The wbc count is unknown at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.